Event description:
It was reported that the patient underwent a hip revision. Subsequently, the patient reported experiencing pain and dislocation. As a result, the patient underwent an additional revision an unknown amount of time after the previous revision. No further patient impact reported. No further information available.